Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump after delivering a bolus. The customer's blood glucose was 7.9 mmol/l. The customer stated that the alarm could not be cleared. The customer removed the battery, inserted a new battery and the alarm persisted. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.